Manufacturer narrative:
Device investigation narrative - one service replacement powermax elite motor drive unit, part number 72200616sr was received on august 11, 2017 and confirmed to be serial number (B)(4). Complaint of shorted mdu was confirmed. Plugging the mdu into the receptacle causes the "short circuit detected" error message. Two pins were found on the power cord connector. Mdu passed functional testing after the 2 bent connector pins were straightened out. It was determined that the cause of the error messages and alarm were the 2 bent pins on the power cord. The complaint investigation has concluded that this unit has succumbed to physical damage to power cord. (B)(4).

Event description:
It was reported that the mdu had a short circuit. No case involved.